Event description:
Boston scientific corp. Was made aware that during an aneurysm procedure in the left middle cerebral artery, when the subject device was advancing over the guidewire, it hesitated moving forward, then jumped forward abruptly wjen it was rotated slightly. Toward the end of the procedure, the subject device kicked out and attempts to reposition caused spasm in artery. The subject device was removed and case was microcatheter.